Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an infection on her leg due to an infusion set. Customer blood glucose level was 400 mg/dl. Reportedly, tandem technical support recommended customer to contact healthcare provided regarding the infection. Customer acknowledged.